Event description:
Information received from the field does not address the patient's clinical status but notes that the device will not interrogate and the programmed mode changed from ddd to vvi. The base rate was set to 75 ppm, but the pacing rate was 63 ppm. Emergency vvi, return to standard and reprogramming the microprocessor were unsuccessful and the magnet rate showed no visible output. Therefore, the device was replaced.